Manufacturer narrative:
Correction: on 16-oct-2025, it was noticed an incorrect h6. Medical device problem code was reported in the 3500a initial medwatch. The incorrect code was ¿material separation (a0413)¿ please consider this code removed as it was reported the vizigo experienced a brim cap and hub detachment. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the brim cap, the hemostatic valve, and silicone ring, were separated from the original place and were not returned for analysis. The hub was secure and not detached from the sheath. Further investigation under microscope revealed there was adhesive residues on the hub, evidencing a correct assembly of the brim cap. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage identified in the brim cap could be related to the issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage on the brim cap cannot be established. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-oct-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right atrial flutter (r-afl) ablation procedure with a vizigo and a hemostatic valve separation and hub detachment was reported. It was reported by the caller that a vizigo sheath was partially in the groin when the physician noticed the hub of the sheath came off. The sheath was replaced and the problem was resolved. The case continued. There was no patient consequence. No air entered the patient. Approximately 2-3ccs of blood loss occurred but there was no need to administer blood back to the patient.